Event description:
The user facility reported their eagle 3000 washer/sterilizer was leaking steam, activating the fire alarm. Personnel surrounding the unit were evacuated and the fire department was dispatched.

Manufacturer narrative:
No injury or procedure delay or cancellation was reported. A steris service technician arrived at the user facility, inspected the washer/sterilizer and found the unit's door switch had slightly shifted, causing the reported event. The shift of the door switch allowed for steam to escape through the door seal and into the room. The technician made the necessary repairs, tested the unit and confirmed the washer/sterilizer was operating according to specification. The unit was installed in september of 1992 and is under steris service contract. The last preventive maintenance was performed on march 27, 2015 at which time the equipment was confirmed to be operational. No further issues have been reported.